Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The reason for system error 2240 alarm is undetermined. The customer suspects the issue is with the bag, because he had this issue with this bag manufactured in (B)(4) and did not have this issue with the bag manufactured in (B)(4), used before. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.